Event description:
It was reported that the programmer would not boot up and generated an error message. The programmer was returned for service but was then placed into storage. The programmer has now been removed from storage to be repaired and placed back into circulation. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.